Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device not on bus. The field service engineer found that all drawers were offline on the station bus. Fse accessed the station via remote software services and disabled the firewall settings. After logging into the hardware test application, all drawers came online. Fse rebooted the station, and all drawers remained online. The customer to confirm that all drawers were functioning properly. The system functioned as intended after the field service engineer repaired the device.